Manufacturer narrative:
The alleged conditions were unable to be confirmed. The customer was unable locate the unit. The customer confirmed that to their knowledge they were not aware of any issues with their equipment. The customer said that they will contact stryker if the issues were seen again.

Event description:
It was reported via repair work order that the brakes would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.